Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place and unable to perform the displacement test due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump got damaged at reservoir compartment. The customer's blood glucose was 10.2 mg/dl. The product was returned for analysis.